Event description:
During review of programming history for a different event, it was discovered that the pt's setting may have been inadvertently changed. The pt's settings on (B) (6)2008 were found to be a 1 ma/20 hz/500 microsec/30 sec on/60 min off, which are settings indicative of an interrupted system diagnostic test. The settings were not adjusted on the date. The last available settings were from (B) (6)2006 which noted the device settings to be 0.75 ma/20 hz/250 microsec/30 sec on/3 min off. The pt was later interrogated on (B) (6)2008 and the settings were found to have been changed back to intended settings at 0.75 ma/20 hz/250 microsec/30 sec on/3 min off. It is unk when these settings were changed back to intended settings. The likely cause of the event based on programming history is an interrupted system diagnostic test sometime between (B) (6)2006 and (B) (6)2008.

Manufacturer narrative:
Analysis of programming history.